Event description:
It was reported that there were "catheter issues". The patient stated they had no relief from the pump; it was suspected that the catheter was not working. A surgical revision was performed, and the catheter was partially explanted; the catheter was cut, "closed off"/"tied off", and replaced with a new catheter. It was noted that the healthcare professional (hcp) did not look for, or see any specific issue, and that the location of the catheter issue was unknown. It was also reported that the patient received a new pump at that time due to the pump was nearing end of service (eos) and was replaced as a "courtesy". It was noted that the product issue was resolved. The patient status at the time of the report was stated as "alive ¿ no injury". The pump system was being used to infuse morphine it was further reported that the patient had an increase in pain. It was noted that the pump was at its end of service (eos), but "the managing doctor stopped the pump¿. It was stated that the catheter was just removed and that "no one tried anything to test it". It was noted that the entire catheter was replaced, then it was again reported that the spinal portion of the old catheter remained in the patient and was tied off.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had a non-functional intrathecal morphine pump and catheter. The patient reportedly had an extended period of time without a functional pain pump. The pain pump catheter was taken out. The previous tied-off catheter was seen in the pocket and was not manipulated significantly. The spinal segment was tied off, doubled over and retied off (as previously reported). The remaining old catheter was removed from the tunneling site. A new catheter was implanted and spontaneous good cerebrospinal fluid (csf) leak with flow was appreciated. The new pump was delivering morphine (duramorph).